Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that after implant paper for induction testing did not show changing markers and programmer did not provide changing audio, despite the charging audio had been turned on the device did not record the episode or provide episode diagnostics after sufficient time was allowed for the programmer to retrieve the episode. Marker anomaly was discussed. Device remained implanted.